Event description:
The customer's husband reported that the customer was hospitalized for high blood glucose levels, with a reading of 700 mg/dl. On the morning prior to the event, the customer woke up with high blood glucose levels and the insulin pump alarming no delivery. The customer changed the infusion set, but her blood glucose levels remained elevated. The customer finally gave a manual injection and went to the hospital. The husband was unable to troubleshoot at the time of the call, as he didn't have the insulin pump with him. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.